Manufacturer narrative:
Continuation of d10: product ID 37761, serial# (B)(6). Product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. Caller reports the desktop recharger (dtc) tip has broken off about 1-2 weeks ago. Patient called back stated they received the dtc cord and the recharger seems like it is charging but it is not. Patient stated they had the implantable neurostimulator (ins) recharger (insr) plug into the outlet for several hours and insr is not charging. Agent assisted patient with resetting the insr and insr is showing recharging as it did before. Agent confirmed green light on black box. Agent recommend trying different outlet. Agent recommend keeping the insr plug into the outlet and agent will call back in half hour to check insr recharging status .agent called patient back to check the insr charging status and the insr is not charging when plugged into the outlet. Agent reviewed device information. Agent reviewed the insr will need to be replace with the wireless recharger (wr). Patient stated she has been working with mdt representative (rep). Agent called rep and left a voice mail. Agent sent email to local reps in the area regarding the insr transitioning to wr. Patient stated they would use a medium belt. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from another rep. Rep reported that pt's ins has been overdischarged for about 8 months. Pt confirmed this is the first time the ins has been overdischarged. Caller stated they met with pt today to perform physician recharge mode. Caller stated pt had an old donated recharger because theirs did not work. Caller stated that the donated recharger seems as if it was not working correctly and appears to have a short in it because the screen goes in and out. Caller stated they were able to perform an hour of physician recharge mode but it did not seem to charge the ins. Caller confirmed that this was the first time experiencing issues with the donated recharger today. Caller inquired about how to perform physician recharge mode with the wireless recharger. Tss walked caller through the steps to start physician recharge mode and caller confirmed they were able to successfully start. Tss instructed caller to continue prm until the ins begins recharging normally and is at least 25% charged. Tss also reviewed the importance of clearing por prior to sending pt home. Additional information was received from an rep. Rep stated that cause of not being able to charge was unknown. Rep attempted to full recharge session with patient and the wireless recharger did not indicate that normal charging had begun. The patient waited for several hours, but decided not to try any further. The issue was not resolved, ins remains discharged.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that reiterated the ins being overdischarged and inability to get out of overdischarge. Patient elected for explanation which occurred today, (B)(6) 2024. Physician requ esting analysis as ins was not at eos at the time it became over-discharged. The rep explained over-discharge 3 times rule on these products. Patient was unable to say how many times device had been over-discharged. The device was removed and the issue was resolved. The manufacturer representative (rep) indicatedthey would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (serial number (B)(6)) found that the battery had overdischarged and was permane ntly damaged. Analysis of the electrical stimulation lead (serial number (B)(6)) found that the lead body conductor was broken and the anchor site was unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID: 37761, serial# (B)(6) was returned for product analysis. Analysis found the cable assembly was frayed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that a manufacturer representative (rep) had received the wireless recharger and now the rep was meeting with pt to perform physician reset mode on the pt today. Pt was not present during call, but the rep wanted more information on how to operate the wireless recharger. Technical services (tss) reviewed general information and mdt rep. Placed wireless recharger on dock and said the wireless recharger appeared to be out of shipping mode (the rep may have taken out of shipping mode). No alert tones appeared when the wireless recharger was placed on dock and turned on). Wireless recharger battery was 1 bar. Tss suggested the rep call back in when ready to perform physician reset mode. Mdt rep. Had both the wired recharger and wireless recharger. The rep then called back with the pt and tss helped mdt rep. Enter physician reset mode. Reset mode activated successfully. The rep then called to follow-up on this case. The caller indicated that they were unable to charge the ins. The caller asked about the MRI guidelines. The caller reported that the guidelines were confusing because they did not clearly identify how to proceed with a scan when the patient's ins is depleted. Tss reviewed information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that caller reported the device is no longer working or it's not on.